Manufacturer narrative:
The log files analysis confirmed that the software bug (B)(4) caused the reported issue.

Event description:
It was reported that a communication error occurred while the robot was in position on a trajectory, in free/fast mode to move away from the patient, and return home. The system shut down, was rebooted, arm driven back home and re-drove to the trajectory without any issues.